Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the customer reported issue of "motor maintenance required alarm¿ was confirmed through the device parameter download. The cause of the reported issue was the motor rotation count being over 12 million. The motor was replaced, and the device passed all testing criteria after the repairs. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited motor maintenance required alarm. There was no reported patient involvement.